Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s touchscreen intermittently did not respond to user input, and the user asked whether the screen protector should remain in place; education was provided to remove the protector if air bubbles or interference were present, and the user planned to monitor and call back if the issue persisted. Symptoms included no reported clinical effects. Outcomes included no alerts, alarms, or medical intervention. Investigation included remote troubleshooting and user education focused on the potential interference from an accessory and observation for recurrence. Investigation of this case revealed that the behavior was consistent with intermittent touchscreen nonresponsiveness potentially related to a screen protector or user-interface obstruction, with no reported screen damage. It was concluded, based on previously established findings for similar reports, that the cause was probable accessory interference or user-interface obstruction.